Manufacturer narrative:
The insulin pump received with currents in spec. Device was monitored. No blank display. Lcd board was ok. Device passed self-test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 8.7 mmol/l at the time of the incident. The customer reported issues with the battery changes and the pump screen went blank. The customer stated that the pump took 30 minutes to recognize the battery. The customer stated that a small bit had fallen off the pump by the reservoir compartment. The product was returned for analysis.